Event description:
Consumer stated: very poor quality. My kids started complaining that they were eating their toothbrush when they brushed their teeth. Upon inspection, sure enough the bristles were falling out all over the place. Straight to the trash the entire 4-pack went.